Event description:
The customer advised datascope service that while a patient was being monitored with a panorama central station and a telepack ambulatory transmitter, the patient went into cardiac arrest and no alarm sounded at the central. The patient's family advised the clinicians as to the patient's condition. The patient expired.

Manufacturer narrative:
A datascope clinical education specialist reviewed the details of the incident with the customer over the phone shortly after the event. She assisted the customer in checking the central alarm settings and confirmed that they were set appropriately. Datascope service then contacted the customer and determined that the central had produced a visual but not an audible alarm at the time of the event. He determined that the customer had moved the longviews (remote keyboard, video, mouse) to the nurses station approximately one week prior to the incident. Their original location as installed by datascope had been on a wall, attached by brackets. The customer had neglected to connect two of the longview's after moving them. The customer reconfigured the longviews.